Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-04410. (B)(6). It was reported that following a stenting treatment procedure, the patient presented with restenosis. The index procedure treated the 99% stenosed, 3.0x40mm target lesion located in the proximal left circumflex (lcx) artery. Treatment placed two overlapping taxus liberte stents (2.5x32mm, 3.0x12mm) resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2010, with no ischemic symptoms the patient underwent angiography revealing a 75% stenosed, 3.0x18mm lesion located in the proximal left circumflex (lcx) artery. Treatment utilized balloon angioplasty and placed a non bsc stent resulting in 0% residual stenosis. A lesion located in the distal left anterior descending artery was also treated with balloon angioplasty and the placement of a non-bsc stent. The outcome was listed as "resolved" and the patient was discharged the next day. Per the physician, the event was listed as "possibly related" to the study stent. No angina was confirmed at the 9 month and 1 year study follow up visits.